Event description:
It was reported this balloon catheter was used to measure an atrial septum defect. Following removal of the balloon catheter from the pt, it was discovered the balloon material had detached and was believed to have remained in the pt's groin. Follow up indicated resistance was encountered during withdrawal of the balloon catheter from the pt. No retrieval attempts were made and the pt remains asymptomatic. No pt sequelae resulted from this event. To date, the device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated resistance was encountered during withdrawal of the balloon catheter from the pt. Co believes this factor contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.